Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was 600 mg/dl at the time of the incident. The customer was hospitalized for a lung infection and trouble breathing on (B)(6) 2015 at 10am. The customer treated their blood glucose with the insulin pump. The customer stated that they cleared the alarm and received a no delivery alarm. The customer was able to clear the alarms and the insulin pump worked as designed. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.